Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown ; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty in the 1980's. Subsequently, patient was revised on an unknown date due to hip pain and poly wear. All components were removed and replaced with competitor products.